Event description:
It was reported that 5 bd nexiva¿ closed IV catheter systems leaked blood from the septum during use. The following information was provided by the initial reporter, translated from chinese to english: "it happened in the CT room, there was leakage at the septum during the use of the product, there were photos, samples can be returned, need green compensation". "The product has been used in the body. After the enhanced imaging, the patient came out of the hydration observation stage and found that the isolation plug leaked blood.".

Manufacturer narrative:
Correction: the catalog number has been updated. The following fields have been corrected: d.2. Medical device catalog#: 383512. D.2. Medical device lot#: unknown. D.4. Medical device expiration date: unknown. D.5. Unique identifier (UDI) #: (B)(4). D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2021-09-27. H.4. Device manufacture date: unknown. Investigation: investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used device and one photo. Upon inspection of the device, it was observed that dried media was present between the grey canister and the clear plastic housing. This is not an expected occurrence in a properly functioning device and indication that leakage beyond the septum had occurred. The reported defect was confirmed. The device was inspected for a mis-seated primary septum or damage to the grey canister. No defects were observed. To further inspect the unit the blue wings were removed from the housing, revealing that the housing was cracked. This was determined to most likely be the cause of leakage as the crack ran from above the primary septum to below the compress fit of the grey cannister. Based on the location of the damage, the defect can be linked to the manufacturing process. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review could not be performed as the lot number is unknown. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd nexiva¿ closed IV catheter systems leaked blood from the septum during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it happened in the CT room, there was leakage at the septum during the use of the product, there were photos, samples can be returned, need green compensation" "the product has been used in the body. After the enhanced imaging, the patient came out of the hydration observation stage and found that the isolation plug leaked blood."